Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03300. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced chronic pelvic pain and sui. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-15467 and 2210968-2013-03300. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).